Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a nephrectomy, the rubber "o-ring" near the trocar valve continued to catch on instruments during the procedure. It caught to the point that the rubber ring pulled out of the trocar during instrument removal.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The circular and envelope seals were intact. The interface seal was disengaged. Engineering assembled the interface seal to the housing with no difficulties. Then, the holder was assembled to the housing. The trocar assembly was inserted and removed several times and any seal were disengaged. In addition, the interface seal was intentionally assembled incorrectly into the housing and then the holder was assembled. After that, the trocar assembly was inserted and removed several times and no seal was disengaged. Reported condition could not be replicated. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.